Event description:
It was reported that during withdrawal, the balloon catheter broke. An extractor rx 15 - 18 mm retrieval balloon catheter had been advanced to treat an unspecified lesion. The device "worked well" during the procedure. During withdrawal through an unspecified scope the shaft of the extractor rx 15 - 18 mm broke outside the pt. There were no pt complications reported with the pt's current condition listed as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.